Manufacturer narrative:
.

Event description:
A report was received that the patient was having difficulty charging due to the ipg rotating in the patient's buttock. The patient will undergo a pocket revision procedure wherein the ipg will be repositioned.